Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the ted12 balloon was damaged. Information is not available for how the case was completed. There was no consequence to the patient.